Manufacturer narrative:
The reported event, door is broken off, was confirmed. The technician confirmed that the housing door had broken off and the plastic side of the hinge was fractured. The hinge can be damaged due impact from the housing being dropped or as a result of improper sterilization practices which can cause a chemical attack on the housing causing the hinge to break. Device was placed in parts retention.

Event description:
It was reported by the user facility that the door of the aseptic housing is broken off. Upon follow up, the user facility was not able to provide any further information regarding the reported event.